Event description:
It was reported that the patient presented in clinic for a left-ventricular (lv) lead replacement procedure as previously upon review of transmission it was noted that the lv lead exhibited loss of capture. Chest x-ray was performed and confirmed that the lv lead had dislodged. As a resolution the lv lead was explanted and replaced. The patient condition was stable.